Event description:
The user facility reported that there was a foreign material on the edge of the blister package during a procedure. There was no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Additional information:

Event description:
The user facility reported that there was a foreign material on the edge of the blister package during a procedure. There was no delay, no medical intervention, and no adverse consequences.